Event description:
It was reported that the patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision surgery on (B)(6) 2014 due to pain. The bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision surgery on (B)(6) 2014 due to pain. During the procedure, a washout was performed and the bearing was removed and replaced. It was further reported that the source of pain was not found during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision surgery on (B)(6) 2014 due to pain. During the procedure, a washout was performed and the bearing was removed and replaced. It was further reported that the source of pain was not found during the revision procedure.